Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of the davinci assisted surgical procedure, errors c-33 and c-00 had occurred on the device and could not be resolved by performing a power cycle. The technical support engineer was informed of the issue by the medical equipment contact and advised that it may still have been possible to use the generator despite the active errors, while also recommending that a backup external electrosurgical unit be kept available in the event that the device became unusable. A field engineer was subsequently dispatched to address the issue on-site. The procedure was completing as planned with no reported patient injury.